Event description:
Patient presented to the physician with the stimulation lead tethering at the neck, causing pain. Physician brought the patient into the or, removed scar tissue to provide additional slack to the stimulation lead, and closed.